Event description:
It was reported that the patient experienced an increased in difficulty maintaining a charge in the battery, and as a result has been having inadequate coverage of her pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.